Event description:
It was reported there was a system error. There was also a stylus pen issue. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, a system error was found in the error log file, this error was caused by corrupted software. The stylus issue was also confirmed, the stylus appeared bent. It was also noticed that the link electronic module (lem) board failed during a functional test.